Manufacturer narrative:
An analysis was performed on the returned device. The reported difficulties cannot be confirmed in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the IFU violation contributed to the issues based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the device operated as intended. It is possible, the angle of the device may have been steep creating the resistance felt. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a starclose se after a stenting procedure. Reportedly, no issue was noted during insertion. When the plunger was pressed, in step 2, there was resistance noted. The device was retrieved, yet it was noted the sheath was cut. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy . No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - patient selection.